Event description:
It was reported that high capture thresholds were noted on a left ventricular (lv) lead via a review of remote transmission. The patient presented to the electrophysiology (ep) lab for a revision. During the device check, an elevated lv capture threshold was confirmed. Fluoroscopy was performed revealing the lv lead had pulled back from its original position. The patient was asymptomatic. The lv lead was explanted and a new lv lead was implanted without complication. The patient was in stable condition.